Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented remotely via merlin.net. Review of the transmission revealed, that the atrial (ra) lead exhibited loss of capture. The patient, then presented for an in-clinic follow-up. Upon review, it was noted, that the ra lead also exhibited phrenic nerve stimulation. X-ray imaging was performed. And revealed, a dislodgement of the ra and right ventricular (rv) leads. The ra lead was explanted. And the rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/ tissue. After cleaning and applying the torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The reported event of loss of capture was not confirmed. Electrical testing was normal.